Event description:
It was reported that the patient presented for an implantable cardiac defibrillator (ICD) implant procedure. During the procedure, while testing the helix of the right atrial (ra) lead prior to insertion into the patient¿s body, it was noted that the helix failed to extend. Multiple rotations were made but the helix of the ra lead could not be extended. The ra lead was not used and replaced. No patient consequences were reported.